Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) has an optical sensing module failure. Troubleshooting aid was given to no avail. They exchanged to a new console. There was no harm reported.

Manufacturer narrative:
No service was requested by account so the getinge field service engineer (fse) was not able to evaluate the iabp unit for the reported issue. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. Returned to customer.